Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Pump received with reoccurring failed battery test. Unable to perform the displacement test, active current test, sleep current test and self-test. Unable to download history files and traces due to reoccurring failed battery test. Pump was cut open to perform visual inspection and found evidence of moisture damage on pcba 1, pcba 2, force sensor and harness assembly vibrator. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: cracked keypad overlay, pillowing keypad overlay, stained keypad overlay, battery tube threads cracked, broken battery tube threads, cracked case corner of belt clip rails, label damage (stained). Cosmetic damage was confirmed at the battery compartment during analysis. Failed battery test was confirmed during testing. Exposed to moisture confirmed on the pcba 1, pcba 2, force sensor and harness assembly vibrator. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information received by medtronic indicated that the customer's insulin pump had a cracked at battery compartment side has it had been dropped by the customer fell on ground. Troubleshooting was performed for the crack in the insulin pump. No harm requiring medical intervention was reported. The customer discontinued using the insulin pump and was returned for analysis.